Event description:
It was reported; "offset connector stripped out".

Manufacturer narrative:
Method: device not returned;results: manufacturing records could not be reviewed because no lot number was provided.conclusion: it is unknown what exactly caused the connector clips to fracture all pieces were disposed of by the hospital, so the root cause is multifactorial.

Event description:
It was reported; "offset connector stripped out".